Manufacturer narrative:
--

Event description:
A copy of the device's memory was preserved and submitted for analysis. Analysis confirmed that the device had declared elective replacement near (ern) indicating that there is less than one year remaining on the device. Boston scientific technical services (ts) recommended regular follow ups and replacing the device within 90 days of elective replacement time (ert) declaration.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of less than 6 months in (B)(6) 2015. The patient was scheduled for a device replacement in (B)(6) 2015. Prior to surgical intervention the device was interrogated and the estimated longevity was still at 6 months. The device was reprogrammed and the estimated longevity increased to two years. A decision was made to monitor the patient and check longevity in four weeks. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
New information received indicates that this device was explanted and returned for analysis.